Event description:
Customer reported there is a communication issue between the sensor and the insulin pump. Customer readings are usually inaccurate on the first and last day of a sensor. Customer he will do a meter reading, blood glucose would be 200 mg/dl and sensor glucose would read 40 mg/dl. Other times the blood glucose would read 80 mg/dl and sensor reading will be over 400 mg/dl. Customer declined troubleshooting stated he was fine. No further information reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.